Event description:
Reporter alleged obtaining discrepant blood glucose results of 340 mg/dl back to back with a result of 165 mg/dl, when testing was performed within 5 minutes of each other on the aviva system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated self testing with food, however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.